Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the patient line was pulled and became detached from the cartridge. Reportedly, a new cartridge was successfully loaded. In addition, it was reported that the touchscreen became scratched. Customer stated that the pump is still functioning as intended. Customer's blood glucose level was not impacted.

Manufacturer narrative:
Cartridge was returned for evaluation. The evaluation has been completed, and the reported cartridge issue was confirmed.